Event description:
It was reported a bladder neck suspension procedure was performed without incident in 2/97. The pt returned three months post procedure with pain. One bone anchor was removed at that time, six months post bone anchor removal the pt underwent successful surgical removal of the second bone anchor. Cultures taken at that time showed a rare gram positive bacteria as well as a small amount of staphylococcus. Antibiotic therapy was insituted and the pt's present condition was reported to be okay. Follow up revealed this pt had diabetes. Pts who are immunocompromised or have risk factors as obesity and diabetes can be predisposed to infection. However, without further details co cannot determine the exact cause for this event.